Manufacturer narrative:
The cobas 6000 e 601 serial number was (B)(6). The field service engineer checked the analyzer and was unable to determine a cause. He found crystallization at the tip of the sample probe which he cleaned. He adjusted the prewash sipper nozzle, checked the prewash sipper, and ran performance testing. He ran a high voltage adjustment and repeated performance testing and blank cell calibration which passed.

Event description:
There was an allegation of analyzer alarms and a questionable tsh elecsys result from the cobas 6000 e 601 analyzer. The initial result for the patient was 6.78 uiu/ml. The patient reportedly had a tsh result from a different sample from just a few days earlier that was normal. No specific data was provided. The nurse allegedly asked the laboratory to send the patient sample for confirmation testing. The result from a reference laboratory using an unknown methodology was reported to be 2.54 uiu/ml. The patient allegedly had already been taking a synthroid dose of 75 mcg/day. Reportedly, when the physician received the initial tsh result of 6.78 uiu/ml, the dosage was changed to 100 mcg/day and the patient was discharged. The customer alleged the patient reported diarrhea but it was unknown if this was related to the increase in medication dosage. The customer allegedly was not aware of any adverse consequence of the increase in dosage for the patient. Reportedly, the customer communicated the corrected result to the patient's physician and reportedly the patient's medication dosage was brought back down to the prior dosage. There was no allegation of an adverse impact to the fetus.

Manufacturer narrative:
Medwatch field "b7 other relevant history" updated. After service, the customer performed calibration and qc for all assays with successful results. The patient sample is not available for investigation. The investigation reviewed the calibration performed on (B)(6) 2024 and the results were within specifications. The investigation reviewed the qc data and the results were within specifications. The investigation reviewed the customer's handling of patient samples. The reported patient sample was centrifuged for 5 minutes at 2500 rcf. The centrifugation time may be shorter than recommended and the speed may be faster than the recommended guidelines. The investigation reviewed the alarm trace and abnormal sample aspiration errors were noted. These are indicators of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.